Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/08/2018, that on (B)(6) 2018, a loss of connection occurred. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed. No additional event or patient information is available.

Manufacturer narrative:
Com-(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required: the case was not opened for interior inspection.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available: the complaint device was returned for evaluation. The device was visually inspected, and failed inspection due to lcd damage. Receiver boot testing was performed and failed. A review of the data log was performed, but there was no data available within the investigation window. The case was opened for interior inspection and passed, as there was no moisture damage found. Confirmation of the issue was undetermined. The probable cause could not be determined.